Manufacturer narrative:
(B)(4). Insulin pump passed the displacement and self tests. The audio tones/beeps functioned properly. No pump errors occurred during testing. However, pump error alarm during self-test is confirmed in the pump history file due to a hardware error.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low failure alarm. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer preform self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.